Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges unit sped up and he ran into the dresser. Allegedly, fell off of the scooter and it tipped over on top of him.

Manufacturer narrative:
Pride provided the dealer with a controller reprogrammed with a speed reduction as per the consumer's request. The dealer replaced the controller with the reprogrammed controller for the consumer and the device is working properly. Provider replaced component.

Event description:
Alleges unit sped up and he ran into the dresser. Allegedly fell off of the scooter and it tipped over on top of him.